Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. On (B)(6) 2010, ams monarc sling was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2005 concurrent with tah and cystoscopy; due to pelvic pain and sui. It was reported that following insertion the patient experienced worsening incontinence, worsening leakage, severe/significant vaginal scarring, recurrent urinary tract infections, multiple surgical procedures, urge incontinence, elevated white blood cell count, foul smelling urine, lower back pain, nocturia frequency, vaginal discharge, lower back pain radiating to legs and thighs, constipation, vaginal pain, vaginal bleeding, bleeding with intercourse, dyspareunia, hypergranulation tissue, rectal bleeding, pelvic pain, inflammatory changes in pelvis and colon, free fluid in pelvis, recurrent prolapse, incomplete voiding, left lower quadrant adhesions, mesh erosion, exposure and extrusion, hematuria, constipation. It was reported that the patient underwent mesh removal on (B)(6) 2006 for dyspareunia, pelvic-lower back and abdominal pain, adhesions, mesh erosion, mesh exposure and extrusion, colon inflammation, free fluid in pelvis, recurrent utis.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that patient underwent cystoscopy, temporary right open-ended catheter placement, vaginal excision of sling material and vaginal excision of graft material on (B)(6) 2013 due to pelvic pain, urinary frequency, urgency and urge incontinence. (B)(4).